Manufacturer narrative:
The exact date of the event is unknown as it was not reported in the literature article. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported in a literature oral abstract that upon a retrospective review of patients treated with a stent retriever that a symptomatic intracranial hemorrhage occurred. No other information was provided.